Event description:
An md had me tested for sleep apnea about ten years ago. The results were marginal, but the md insisted it was essential to get and use nightly an oral appliance of the type now making headlines by their damaging effects. A year ago a dentist discovered cavities in almost every one of my teeth. A dentist I had been seeing earlier had chosen not to tell me about them. It was going to cost a minimum of $(B)(6) to have the teeth fixed or replaced, so I went to (B)(6) and had them all replaced for $(B)(6). However, the stress on my mouth of that amount of work made it necessary to have two root canals done here in the us, which together cost me $(B)(6) about six months ago another md, my regular doctor, said he had heard these oral appliances are bad, so told me to buy a machine that blows air into the mouth all night. Than do that, I had a sleep md check the test results from ten years ago, and her finding is that I never had a case of sleep apnea worse than just below the treatment level. Medical fads, while probably motivated by good intentions, should be better checked out as they do harm, cause pain, and cost a lot. That's why the FDA exists, as you of course know. The test results were reviewed last year by the sleep specialist at (B)(6). Feel free to check with her.